Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain and cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient began treatment with vancomycin injection (1g, every 5th day) and fortum injection (1g, once a day) for peritonitis. On an unknown date, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2022-03848. All information can be found under manufacturer report number 1416980-2022-03848. Should additional relevant information become available, a supplemental report will be submitted.